Manufacturer narrative:
(B)(4). Investigation results: visual analysis of the returned cellebrity cytology brush found that the yellow sheath was detached from the handle. Further evaluation noted that the proximal portion of the catheter was torn and the pull wire was kinked. There were no issues found on the handle or cannula. Functional evaluation could not be performed due to flare detachment. The complaint that the catheter was detached was confirmed. Therefore, the most probable root cause for this event is determined to be handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was opened for use during a cytology procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that the catheter was detached. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.